Event description:
It was reported that the atrial lead showed noise on the electrocardiogram so a pacemaker check was performed. It was also reported that impedance data recorded by the device showed that the lead's impedance was high. The device was programmed vvi and the lead remains in the patient and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.